Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 38.3cm to 39.2cm from the electrode tip, consistent with lead friction to the ICD can. The svc conductor etfe coating was abraded at this location.